Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. The reported problem was not identified during the event history log review. The sample analysis revealed non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was the accomp pcb (printed circuit board). The accomp pcb was replaced to resolve the reported problem should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The system error 2058 was identified during the event history log review. Visual inspection was performed. Functional and electrical safety testing was performed, and a simulated therapy was conducted. Functional testing revealed cause of the se2058 was a damaged accomp pcb. The accomp pcb was replaced to resolve the issue.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a system error 2058 (bag /fluid is under temperature) occurred on the homechoice (hc) device. There was no patient involvement. No additional information is available.